Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. In addition, we confrimed that the electrical connector assy a-p0023 deformation, and the lg cable connector assy deformation, however, these are not related to the alleged complaint. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. There is moisture under the led lens and under the cmos chip. Last cmos replacement was (B)(6) 2020. No pictures available.